Event description:
It was reported that the device alarmed during the procedure and that no back-up device was available. It is unknown if/how the procedure was completed. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues after the alarms were cleared on the returned device. The complaint is verified and the root cause was determined to be constant alarms on the subject controller. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, an issue with one or more of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.